Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pump had under infused medication. The program was as follows: 500 mls of 13500 mg of piperacillin was to be infused 159 mls/hour. There should have only been 12.4 ml of the medication left at the end of the infusion, however the residual volume was 60 ml. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: the cadd administration set was returned for investigation in used condition. The returned administration set was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damages were found. The investigator did note however that the arch height of the tube seemed to be low. The product was tested for accuracy using a cadd legacy pump. The customer reported product problem (under infusion) was confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.